Event description:
It was reported that the user¿s cgm would not connect due to entering an invalid pairing code, which was determined to be a dexcom g7 continuous glucose monitor (cgm) code attempted while the ilet bionic pancreas was set to dexcom g6; after selecting the correct cgm type and entering the g7 code, pairing completed successfully. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of cgm pairing and continued therapy without interruption and no health impact. User support included remote troubleshooting and verification of cgm type selection and code entry. Investigation of this case revealed user selection error for cgm type and use of an incorrect pairing code, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup.